Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f vena cava filter allegedly experienced failure to advance and detachment of device or device component. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.